Event description:
(Drug/diluent: bupivacaine 0.5%). (Fill volume: 300ml & flow rate: 4 ml/hr). (Procedure: robotic lap hysterectomy). (Cathplace: suprapubic). Patient developed jaundice and elevated liver function following the use of an on-q pump. Surgery on (B)(6) 2011. Patient had normal liver function test (lft) prior to surgery. Post-operatively, patient required a blood transfusion. About 2-3 weeks after surgery, patient experienced yellow skin and elevated lft. Acute (B)(4) panel was negative. Patient is stable now. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, therefore the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.